Manufacturer narrative:
On 01/27/2021, infutronix confirmed with the distributor that the affected device was never returned for evaluation and therefore no root cause could be established.

Event description:
On 01/27/2021, a distributor of infutronix reported an issue on behalf of an end user: "the admin set tubing disconnected from the catheter connector while receiving therapy at home." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (B)(4) medical co. Ltd.